Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) = 210 ms average v-cycle on (B)(6) 2010 16:05:01. One - vf=170 ms on (B)(6) 2010 16:05:04.

Event description:
It was reported that there was oversensing on the day of implant. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing on the device the day of implant. The device is still in use. No patient complications have been reported as a result of this event.